Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. No issues were found with the cannula assembly that would result in leaking during wear. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Timeouts were observed in the data during operation, however no alarms or drive stalls occurred. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered without interruptions. No timeouts or drive stalls were seen in reset data. The actual cause of the high pulse width could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported seeing the pod leaking insulin. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was placed and the patient gave a manual injection using an insulin pen.